Manufacturer narrative:
This product has not been received for evaluation, therefore the problem cannot be confirmed. Should the device be returned, the device evaluation data will be included in the final report. A call-tag number was extended to expedite the return of the device.

Event description:
The customer reported that during a emergency patient procedure on a patient under cardiac arrest, using a glidescope ranger monitor, they were unable to intubate due to a gray screen (not black) and when the cable was manipulated there were vertical lines. A delay in the procedure of a few seconds occurred as a king airway device was utilized to achieve a post-supraglottic airway. On the return to base they tried to charge the ranger monitor but there was a blinking red light. They left the device charging for 16 hours with no indication that the device ever charged. The patient passed away but according to the customer, not due to our device. No harm to the user was reported.